Event description:
Complainant alleged that the clinicians were attempting to monitor a 79 year old female pt who was presenting a bradycardia heart rhythm, but the ECG display either intermittently railed to the top of the device screen or would only show a dotted line in the center of the screen. The clinicians were able to obtain another device to successfully monitor the pt heart rhythm. There was no adverse effect on the pt as a result of the reported malfunction.